Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and the pulse generator (pg) diagnostic data spreadsheet graph shows a cell depletion pattern that is consistent with the bypass capacitor bulk leakage devices. No adverse patient effects were reported.